Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 409 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 409 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("sterilization with foreign body embedded into the sigmoid epploic appendage") and device dislocation ("left essure coil adhered to the epiploicae of the sigmoid colon/ the left coil was visualized in the upper abdomen") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for embedded device and device dislocation were unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure administration. The reporter commented: 3 trailing coils were seen on the right and 3 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: history: essure confirmation. Comparison: none. Findings: upon fluoroscopic assessment, only the left coil is identified which appears appropriate in configuration fluoroscopic survey of the abdomen was then performed. An additional essure coil is identified within the left mid abdomen consistent with a expulsed and migrated coil. Therefore contrast was not injected. Impression: impression: expulsion and migration of the right essure coil which was located within the left mid abdomen. [Pathology test] on (B)(6) 2019: specimens: fallopian tube, ligation, bilateral fallopian tube and left essure coil (look for essure coil in right fallopian tube.) Final diagnosis bilateral fallopian tubes, bilateral tubal ligation bilateral full cross sections seen with no significant histopathologic change. Gross description there is no essure coil in the either segment of the fallopian tube. The portion of the essure coil can be seen within the adipose tissue. This is serially sectioned. The cut surface revealed the essure coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device expulsion,embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device updated to :device expulsion,embedded device,reporters,medical history,lab data,patient information,added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("sterilization with foreign body embedded into the sigmoid epploic appendage") and device dislocation ("left essure coil adhered to the epiploicae of the sigmoid colon/ the left coil was visualized in the upper abdomen") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, parity 3 and multi gravida. Previously administered products included: mirena. On (B)(6) 2018, the patient had essure inserted. Essure was removed on 18-apr-2019. On unknown date she experienced embedded device (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for embedded device and device dislocation were unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure administration. The reporter commented: 3 trailing coils were seen on the right and 3 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: history: essure confirmation. Comparison: none. Findings: upon fluoroscopic assessment, only the left coil is identified which appears appropriate in configuration fluoroscopic survey of the abdomen was then performed. An additional essure coil is identified within the left mid abdomen consistent with a expulsed and migrated coil. Therefore contrast was not injected. Impression: impression: expulsion and migration of the right essure coil which was located within the left mid abdomen. [Pathology test] on (B)(6) 2019: specimens: fallopian tube, ligation, bilateral fallopian tube and left essure coil (look for essure coil in right fallopian tube.) Final diagnosis bilateral fallopian tubes, bilateral tubal ligation bilateral full cross sections seen with no significant histopathologic change. Gross description there is no essure coil in the either segment of the fallopian tube. The portion of the essure coil can be seen within the adipose tissue. This is serially sectioned. The cut surface revealed the essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.